Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck with key device did not function, was frozen/would not move-chuck seized, had illegible labeling etch, did not function, had cosmetic damage and cosmetic damage-worn coupling. It was further determined that the device failed pretest for general condition, marking & labeling, check drill chuck, check clamping range of drill chuck, check handpiece coupling, check cannulation and function test. It was noted in the service order that the device did not work along with six quick coupling devices, a chuck keyless device and a chuck with key device. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there was no delay to a surgical procedure. It was reported that a procedure was completed as intended. It was not reported if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: quick coupling devices x 6, chuck keyless device, chuck with key device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).